Event description:
The customer complained of questionable ion selective electrode sodium and chloride results on multiple patient samples. She stated that at 4:30 am the quality control results were low, but in range. When controls were run again at 7:30, they were out of range. She recalibrated and ran controls again; the controls were in range. The customer pulled all samples run since 4:30 and reran them. She stated she had to send out 30 amended results. The customer provided data for one chloride and three sodiums. Of the data provided, two of the sodium results were erroneous. For patient 1, the initial sodium was 131 mmol/l. The repeat was 140 mmol/l. For patient 2, the initial sodium was 133 mmol/l. The repeat was 143 mmol/l. There were no adverse events. The lot number and expiration date of the sodium electrode were requested, but not provided. The customer refused a service visit, stating, "everything is working well."

Manufacturer narrative:
A specific root cause could not be determined. A review of calibration data determined the calibration used when the erroneous results were generated was likely obtained from calibration standards that were too concentrated, likely due to evaporation.

Manufacturer narrative:
The customer has provided additional information about the event. Based on this information, catalog # and serial # were updated. The customer stated the repeat na of 140 mmol/l for patient 1 was actually run on another c501 analyzer, serial # (B)(4). The customer also stated both initial and repeat na results for patient 2 were obtained on the c501 with serial # (B)(4). Please refer to the MDR with patient identifier (B)(6) for the report on serial # (B)(4).

Manufacturer narrative:
It is unknown if the initial reporter reported the event to FDA.